Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a "broken cable/wire". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. There was also an additional observation that was not reported by the site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060¿ - 0.147" in length and were not aligned with the tube axis. Root cause is typically attributed to mishandling/misuse a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the small grasping retractor (part#470318-10/lot#(B)(4)) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. The small grasper instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instruments are designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cable in the small grasping retractor was found to be broken. There was no report of patient involvement. Per subsequent follow-up obtained on 21-june-2021, it was confirmed that the issue was identified during central processing and there was no patient involvement.